Event description:
It was reported by service report that the unit's siderail ran into the wall. The top rail is broken and the siderail can no longer be latched up. It is unknown if there was patient involvement, however, no adverse consequences are reported.